Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized in the intensive care unit on (B)(6) 2025 with a blood glucose (bg) level in the 500s mg/dl with large ketones. Cause was not known. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Reportedly, treatment resolved the issue and no permanent damage was identified. System check with tandem technical support confirmed the pump was functioning as intended. Multiple attempts were made by tandem technical support to obtain a hospital release date; however, no response was received.